Event description:
During baxter's functionality testing of a spectrum pump, the device did not auto restart during downstream occlusion test. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found to be out of specification with respect to the failure to auto restart, which was reproduced during eval. Eval found a the downstream pressure plate gap to be out of specification and the downstream sensor flex tail to have cracks. The downstream tubing guide and the downstream sensor were replaced.